Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7013274, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient's incision site was not completely healed. There was a pocket of fluid and it keeps bleeding. The physician put silver nitrate to try and stop the bleeding. It was unknown if it was the pocket or the midline incision that was not healed yet.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients incision site was not completely healed. There was a pocket of fluid and it keeps bleeding. The physician put silver nitrate to try and stop the bleeding. It was unknown if it was the pocket or the midline incision that was not healed yet.